Manufacturer narrative:
The account returned the device, stating that it was showing "fraying" along its shaft. The investigation determined that the device was not displaying fraying, but it had been over-filled with silicone during the sealing process and was not wiped down afterwards to remove the excess protruding silicone as stated in the work instruction. This led to a tab of silicone protruding from the shaft of the device between electrodes.

Event description:
It was initially reported that during an ep study, the tip was noticed to be frayed or defective. There were no patient injury or consequences.